Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7130725, UDI: (B)(4). Product family: dbs-extension upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5003630, UDI: (B)(4).

Event description:
It was reported that a patient receiving deep brain stimulation (dbs) therapy experienced a recurrence of rigidity and slowness. A clinical evaluation by the treating physician determined that the loss of therapeutic effect on the patient's left side was attributable to elevated lead impedances. Subsequent surgical intervention revealed that the lead tail had become disconnected from the lead extension header. The physician assessed that this disconnection was due to slippage between the lead tail and the lead extension header. During the revision procedure, the set screw was loosened to allow for proper reinsertion of the lead into the header, after which it was securely retightened. Postoperatively, the patient demonstrated clinical improvement. The elevated impedances were resolved, and the previously reported symptoms subsided.